Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The spouse of a customer reported of hospitalization for fluctuating high and low blood glucose. Troubleshooting found that the customer had low blood glucose of an unknown level and this led to their hospitalization. Customer's blood glucose at the time of incident was 56mg/dl. There was no further information provided by the customer or by troubleshooting.